Manufacturer narrative:
Date infection began is not known. (B)(4). Date of implant reported as (B)(6) 2015. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 09.402.624s, lot#: 7608139 (sterile) - 24mm cocr radial head 6mm ht extension/19.0 mm - sterile. Quantity (B)(4). Component parts reviewed: part 21022 lot 5317556 and part 41060 lot 7695678 were reviewed. Certificate of compliance received from avalign ((B)(6)) meet specification. Inspection sheet for incoming final inspection met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ manufacturing location: supplier (B)(6). Packaged by: (B)(6). Manufacturing date: nov. 14, 2014. Expiration date: oct. 31, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was initially implanted with a competitor¿s hardware on unknown date for unknown reason. On (B)(6) 2015, patient was revised to the radial head prosthesis for unknown reason. On unknown date patient developed osteomyelitis, an infection of the bone. It was also determined by unknown means that the implant had become loose. Patient was returned to surgery on (B)(6) 2017 for removal of the radial head implants. All implants were removed intact; patient was not revised to additional hardware. Surgery was completed successfully with no delay. This report is for one (1) radial head prosthesis. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complaint was reviewed and determined to be a part of recall. Device was used for treatment, not diagnosis statement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product development investigation was completed. A visual inspection and device history records (DHR) review were performed as part of this investigation. This complaint was unable to be confirmed as no x-rays were provided and therefore no evidence that the returned devices loosened postoperatively is available. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned devices reportedly loosened postoperatively. This complaint condition has been investigated and resulted in recall and the voluntary product removal of the radial head prosthesis system. Appropriate actions have been initiated and documented to address the matter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.